Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), fatigue ("fatigue") and abdominal distension ("very bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed. At the time of the report, the back pain, weight increased, migraine, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, weight gain, migraine, fatigue, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraine"), fatigue ("fatigue") and abdominal distension ("very bloated") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy to remove essure). At the time of the report, the back pain, weight increased, migraine, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, back pain, fatigue, migraine and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: back pain, weight gain, migraine, fatigue, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event addition. Event "medical device removal" deleted and added as non-drug treatment for "back pain". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.